Event description:
It was reported that a patient experienced lower back pain approximately six years post-operatively, and that xray imaging identified an unknown screw fracture at l5. It was further reported that the patient experienced a vertebral fracture and that a revision surgery could not be performed to remove the fractured screw as a result. No further information regarding the patient's condition or treatment is available at this time.

Manufacturer narrative:
H6 coding has been updated to reflect conclusion of the investigation.

Event description:
It was reported that a patient experienced lower back pain approximately six years post-operatively, and that xray imaging identified an unknown screw fracture at l5. It was further reported that the patient experienced a vertebral fracture and that a revision surgery could not be performed to remove the fractured screw as a result. No further information regarding the patient's condition or treatment is available at this time.